Event description:
The patient was admitted on (B)(6) 2024 for a methicillin-resistant staphylococcus aureus (mssa) driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a no external power alarm on (B)(6) 2024. The patient's spouse said that it might have happened when they were untangling the power cables but they were not sure. Log files confirmed the loss of external power event on (B)(6) 2024. The event appeared to be a result of simultaneous system controller power cable disconnect from power. The alarms resolved once external power was restored. The log file also captured pulsatility index (pi) events and routine power source changes. On (B)(6) 2024, the site reached out to confirm the serial number of the system controller and notified abbott that the patient was admitted on (B)(6) 2024 for a methicillin-resistant staphylococcus aureus (mssa) driveline infection. The symptoms the patient was experiencing were fever, chills, and redness on abdomen around his lvad catheter site. The patient was given IV vanc and cefepime initially then transitioned to IV vanc only. Then IV vanc was transitioned to IV cefazolin with plans for home IV until (B)(6) 2024. Then transition to chronic po for cephalexin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024, the patient was seen in the clinic with complaints of fever malaise and myalgias for 2 days. The patient was given intravenous (IV) vancomycin and cfepime initially, then transitioned to IV vancomycin only. Then IV vancomycin was transitioned to IV cefazolin with plans for home IV until (B)(6) 2024. Then they were to transition to chronic oral cephalexin.